Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that they experienced high blood glucose level of 32.4 mmol/l. Customer's current blood glucose level was 18.8 mmol/l. Customer¿s blood glucose is 17.1 mg/dl at the time of incident. The customer did experienced the symptoms such as cough and sore throat. The customer treated manually. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.